Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the cup identified wear on the porous coating and porous coating peeling off. Visual inspection identified damages on the rim of the head and outer diameter of taper adapter likely caused while trying to remove the head and taper from the stem. A small amount of bio debris is affixed to the stem as well as porous coating peeling off. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# us157852, m2a-magnum pf cup 52odx46id, lot# 990270. Item# 15-103205, taperloc micro lat fmrl 11mm, lot# 661240. Item# 139254, m2a-magnum 42-50mm tpr insrt-3, lot# 965010. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-10603.

Event description:
It was reported that patient underwent revision 7 years post implantation due to metallosis/osteolysis/hypertrophy. Physician encountered gray-green fluid, clear metallic staining of all synovial surfaces and hypertrophy of the synovium, severe osteolysis, and large cavitary defects filled with metallic stained debris. Attempts were made to obtain additional information; however, none was available.